Manufacturer narrative:
This report is for one of five devices involved in the event, please refer to report 3013450937-2018-00013, 3013450937-2018-00014, 3013450937-2018-00016, and 3013450937-2018-00017 for the others. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The operation notes and patient x-rays were requested. It was relayed by the sales representative that the explanted components had been disposed of at the hospital. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to an alleged infection.

Event description:
Patient underwent a revision surgery due to an alleged infection.

Manufacturer narrative:
His report is for one of five devices involved in the event, please refer to report 3013450937-2018-00013, 3013450937-2018-00014, 3013450937-2018-00016, and 3013450937-2018-00017 for the others. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The operation notes and patient x-rays were requested. It was relayed by the sales representative that the explanted components had been disposed of at the hospital. Should additional information be obtained the report will be supplemented. The root cause of the patient's infection could not be determined, but based upon the operation notes, device history records, sterilization records, and complaint history the investigation concluded that the root cause of the patient's infection was not related to a design, manufacturing, and or sterilization non-conformance and the complaint has been closed. In the event that additional information is provided the complaint will be re-opened and this report will be supplemented.